Event description:
This case was reported via regulatory authority (B)(4) on 21-mar-2017 this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("constant abdominal pain") in a female patient who received essure (batch no. A02559). The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient started essure. In 2014, the patient experienced muscle spasms ("muscle spasms"), arthralgia ("joint pain"), weight increased ("weight gain of 12 kg"), abdominal distension ("abdominal bloating"), rash ("rash") and gastrointestinal disorder ("digestive intolerance (gastrointestinal disturbances)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), myalgia ("muscle pain"), joint stiffness ("stiff joints in entire body"), menorrhagia ("haemorrhagic menstrual periods"), tendonitis ("tendonitis"), visual impairment ("visual disturbances"), fatigue ("major constant fatigue") and skin disorder ("changes in skin"). The patient was treated with surgery (removal of inserts on (B)(6) 2017). Essure was withdrawn. At the time of the report, the abdominal pain, muscle spasms, arthralgia, myalgia, weight increased, abdominal distension, rash, gastrointestinal disorder, joint stiffness, menorrhagia, tendonitis, visual impairment, fatigue and skin disorder outcome was unknown. The reporter provided no causality assessment for abdominal pain, muscle spasms, arthralgia, myalgia, weight increased, abdominal distension, rash, gastrointestinal disorder, joint stiffness, menorrhagia, tendonitis, visual impairment, fatigue and skin disorder with essure. Company causality comment: this non-medically confirmed case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced constant abdominal pain. Essure was removed surgically 4 years and 2 months after insertion. The event was considered serious due to medical significance and intervention required, and it is anticipated in the safety reference information for essure. Other non-serious events were reported. Abdominal pain of varying intensity and length of time may occur and persist following essure placement. In this specific case, there is no information about the consumer`s historical and concomitant medical conditions, but she refers that rheumatologic diseases were not identified. The abdominal pain was reported to start after the insertion. Given the nature of the event and lack of alternative explanation, a causal relationship with essure cannot be excluded (related). This case was regarded as incident, since a device removal was required. Further information cannot be obtained from the reporter in this case. A product technical analysis is awaited.

Manufacturer narrative:
This case was reported via regulatory authority ansm (reference number: (B)(4)) on 21-mar-2017 this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("constant abdominal pain") in a female patient who had essure (batch no. A02559) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced muscle spasms ("muscle spasms"), arthralgia ("joint pain"), weight increased ("weight gain of 12 kg"), abdominal distension ("abdominal bloating"), rash ("rash") and food intolerance ("digestive intolerance (gastrointestinal disturbances)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), myalgia ("muscle pain"), joint stiffness ("stiff joints in entire body"), menorrhagia ("haemorrhagic menstrual periods"), tendonitis ("tendonitis"), visual impairment ("visual disturbances"), fatigue ("major constant fatigue") and skin disorder ("changes in skin"). The patient was treated with surgery (removal of inserts on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, muscle spasms, arthralgia, myalgia, weight increased, abdominal distension, rash, food intolerance, joint stiffness, menorrhagia, tendonitis, visual impairment, fatigue and skin disorder outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, arthralgia, fatigue, food intolerance, joint stiffness, menorrhagia, muscle spasms, myalgia, rash, skin disorder, tendonitis, visual impairment and weight increased with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-may-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot#: a02559 - production date: apr-2012 - expiration date: apr-2015. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-may-2017: quality safety evaluation of ptc company causality comment: this non-medically confirmed case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced constant abdominal pain. Essure was removed surgically 4 years and 2 months after insertion. The event was considered serious due to medical significance and intervention required, and it is anticipated in the safety reference information for essure. Other non-serious events were reported. Abdominal pain of varying intensity and length of time may occur and persist following essure placement. In this specific case, there is no information about the consumer`s historical and concomitant medical conditions, but she refers that rheumatologic diseases were not identified. The abdominal pain was reported to start after the insertion. Given the nature of the event and lack of alternative explanation, a causal relationship with essure cannot be excluded (related). This case was regarded as incident, since a device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained from the reporter in this case.